Event description:
It was reported that a balloon deflation failure occurred. The stenosed target lesion was located in the abdominal aorta. A 33/7/2/100 equalizer balloon catheter was advanced for dilatation. During the procedure, the device experienced a deflation failure, making it difficult to remove. A non-bsc guidewire was deliberately used to rupture the balloon and facilitate its removal. The procedure was completed with another of the same device and there were no patient complications reported.